Manufacturer narrative:
The device was returned to mentor for evaluation. Mentor then completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with 465cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced a confirmed rupture of her left prosthesis and a suspected rupture of her right prosthesis, which were identified via magnetic resonance imaging. It was also reported that the patient experienced pain in her right breast. As a result, the patient underwent removal and replacement with 4655cc mentor memorygel xtra breast implants on (B)(6) 2023. Upon removal, it was discovered that the patient¿s right prosthesis was intact. This report is for the right implant. Refer to manufacturing report number 1645337-2023-12496 for the contralateral event.